Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported during pocket revision (related manufacturer reference number (3006705815-2021-01908), lead was damaged during the procedure. In turn, the lead showed high impedance on one contact. The lead was left in place and reprogrammed to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.